Manufacturer narrative:
P-cap locked in place properly, during testing. Unit powered up properly after batter installation. No battery anomalies noted. Unit passed sleep and active measurement currents and displacement test. Unit was successfully downloaded using thus. No relevant alarms were noted, in pump download history. The power management graph confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted, during testing. Unit was cut open for visual inspection on electronic assemblies. No anomalies or moisture damage were noted. Unit received, with broken belt clip rails, cracked case on battery side, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads cracked and pillowing keypad overlay. In summary, battery issues were not confirmed, due to unit powered up properly after battery installation. And no relevant alarms were found, during testing or in pump history. Cosmetic damages were confirmed, when cracked case on battery tube and broken belt clip rails were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the event.customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported a short battery life or a low battery alarm. Battery lasted more than 1 week. Explained this is expected behavior. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.